Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had frayed/broken cables. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated the task being performed was manipulation of uterine fibroids. They experienced issues with the opening and closing of the grips, but no issues with the yaw or pitch motions. There were multiple cables protruding out of the distal end and they are the ones that control the opening and closing. Patient demographics were provided.